Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The impella device was not returned for evaluation. Data logs were reviewed which showed a motor current spike without a change in p level before the noted low pump flow and suction event. As per the given clinical information, low pump flow and suction were reported on p level higher than p4. Doctor confirmed the good pump position, and providing the specified blood volume did not resolve the issue. The cause of the low pump flow issue was most likely biomaterial, based on data log review.

Event description:
The user facility reported a 57-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella 5.5 device for mechanical circulatory support. After more than 10 days on support the impella developed suction alarms and there was an acute decrease in impella flows. The impella was kept at p 4-5 and flows remained low without suction events. The next morning the device continued to have suction events and the physician attempted to reposition without resolution of low flows and the device appeared to be in the optimal position with no obstruction noted. The physician dropped impella to p-1 and slowly ramped up to attempt to resolve issue. Surgeons unsure if the issue is the impella motor related or possibly a clot even though no clot was visible in the echocardiogram. The concern was that the patients heparin vad goal had been ptt therapeutic or supratherapeutic. The device was explanted as a result of the noted issue and a new impella 5.5 was placed for support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.